Manufacturer narrative:
Product ID: 3389-28, lot# 0209582375, implanted: (B)(6) 2015, product type: lead. Product ID: 3389-28, lot# 0209582376, implanted: (B)(6) 2015, product type: lead. Product ID: 37086, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37086, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for epilepsy. The patient experienced a sudden electric shocking sensation in the right thoracal above the ins while standing in their kitchen. This sensation was felt 3-4 times within 5-10 minutes. It was unknown what external factors may have contributed to the event. An x-ray and laboratory testing in (B)(6) 2018 were normal. Device interrogation/device data from the same time were described as abnormal, but no information about the abnormality was reported. It was unknown if the event had resolved and unknown if any surgical intervention had occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The event severity was considered mild. The reason for the shocking sensation was never found, but never recurred, so the event was considered resolved on the same day of the event. It was unknown what device(s) it was related to and was considered related to new illness/injury. Additional actions included visit with epileptologist.

Manufacturer narrative:
(B)(4). Based on this update, there does not appear to be a device malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The hcp indicated they did not believe the sensation the patient felt was really an electric shock. The patient never had this event again, but the physician was still investigating the complaint (x-ray, etc.). The physician did not believe there was a device deficiency. An impedance check showed there were no out of range impedances. There was no abnormal data in the provided programming data from the date of the event. No further complications are anticipated.